Event description:
It has been reported that it was difficult to fix a tibial baseplate and an insert. They were unsteady. There were no adverse consequences for the pt or delay in surgery or anesthesia time.